Event description:
It was reported to philips that the device gave a check vent alarm - alarm led failure with error code 1105. The alarm led is illuminating as expected. The device was being setup for patient use. Another device was used. There was no patient or user harm reported due to this event. The customer spoke with a philips remote service engineer (rse). The rse advised the customer to replace the power switch overlay. Following the evaluation of the device, the customer replaced the power switch overlay to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.